Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted non-penetrating nicks with missing material from the access port. Leakage was noted at the access port. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facility removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Sales rep reported that the physician explanted a port due to a suspected leak.